Event description:
Allegedly, the doctor was performing an endometrial ablation when the high frequency cable arced and split on the side that is connected to the instrument. This startled the doctor causing him to move the instruments inside the pt resulting in unintended contact with tissue which caused bleeding. The doctor coagulated the impacted tissue and placed a catheter to tamponade the bleeding. He then replaced cable and completed the procedure. No serious injury to the pt was caused; pt condition post op was good.

Manufacturer narrative:
We have learned that the cable was manufactured on 09/01/2006 so has been in use for approx 8 years. Our IFU recommends trading them out every 3 months if used 2-3 times a week. Damage may be due to wear of long use.